Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative who identified the issue fitted a new distribution board to resolve the error. The unit was returned to the customer and the following day displayed another error. A subsequent call with the customer revealed that the pump was not working. The service representative returned to the facility and replaced the pump assembly. The repair activities are still on-going. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during maintenance. This issue was identified by a livanova field service representative during routine service. There was no patient involvement.